Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-05-22 reporting that the x-ray showed that the implantable neurostimulator (ins) looked normal as well as the leads showing connection to the ins. The manufacturer representative met the patient on (B)(6) 2017. Initially impedances showed over 10,000 ohms on all contacts. The manufacturer representative deleted the only group the patient had with adaptive stimulation and added a new group. The manufacturer representative then ran impedance check again. When choosing the different contacts all were within normal range except for contacts 0 and 2. The patient reported that ¿stimulation felt very good like it used to- very soothing, not sharp and stabbing as it had been lately.¿ it was noted that this was confirmed with the physician/account on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted for non-malignant pain. It was reported that the patient complained of sharp and harder stimulation when their implantable neurostimulator (ins) was turned on. The patient noted that they had fallen several times. An impedance check was conducted on (B)(6) 2017, which showed all contacts were out of range at 10,000 ohms. The patient had an x-ray done on (B)(6) 2017, however the image was blurred. Another x-ray has been scheduled for (B)(6) 2017. The next course of action will be determined following the results of the x-ray. No further complications were reported.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.